Event description:
It was reported that on an unknown date, the cable tensioner one-h+operable had unknown malfunctions. No further information is available. This report involves one cable tensioner with pistol grip. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: initial reporter occupation: reporter is a j&j employee. Part # 03.221.015, lot # p314573, supplier lot# p314573, release to warehouse date: 15 aug2018, and supplier: rti surgical. No ncrs were generated during production. The following investigation was performed by the supplier: although distributed by depuy synthes syn, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the depuy synthes customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to the supplier which conducted a visual inspection of the returned device. It was reported that the cable tensioner one- h+operable had unknown malfunctions. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the cable tensioner with pistol grip. Inspection results for this device are as follows: upon initial visual inspection of the device it was found that there are no signs of major physical damage to the device nor signs of excessive wear. This device was tested and was deemed to have failed calibration. Due to the way the tensioner is assembled after the initial calibration, it is not possible to recalibrate the tensioner. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Service and repair evaluation: the customer reported the device 03.221.015, cable tensioner with pistol grip had unknown malfunctions. The repair technician reported that the device required further testing at the vendor. The cause of the issue is unknown. The vendor reported that after initial visual inspection of the device, it was found that there are no signs of major physical damage to the device nor signs of excessive wear. This device was tested and was determined to have failed calibration. Due to the way the tensioner is assembled after the initial calibration, it is not possible to recalibrate the tensioner. The item is not repairable per the inspection sheet. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.